Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported there was a remote transmission alert for post paced t-wave oversensing. The asymptomatic patient presented in clinic where it was also observed there was far r-wave oversensing. Programming changes were completed to address these issue. The patient was stable.

Event description:
New information received indicated the new programming changes were completed to address this issue. The patient was stable.

Event description:
New information received indicated the original programming changes did not effectively correct the oversensing. New programming changes were discussed but not yet completed. There were no patient consequences.